Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had unexpected longevity. The longevity estimate has varied. In (B)(6) 2014 the longevity indicated 4 years, in (B)(6) 2014 the longevity indicated 6.5 years and now the device indicates 5.5 years. The electrical parameters have always been good. The device remains in use. No patient complications have been reported as a result of this event.